Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture and high, out-of-range pacing impedances. A new lead was implanted. Patient had a superior vena cava (svc) tear during the lead extraction procedure and underwent an emergency sternotomy procedure. Additional information was received mentioning that the system with the ra lead and the cardiac resynchronization therapy defibrillator (crt-d) had recorded signal artifact monitoring feature termination algorithm, which coincided with historic ra lead showing high, out-of-range pacing impedances. The respiratory rate trend was turned off afterwards. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture and high, out-of-range pacing impedances. A new lead was implanted. Patient had a superior vena cava (svc) tear during the lead extraction procedure and underwent an emergency sternotomy procedure. Additional information was received mentioning that the system with the ra lead and the cardiac resynchronization therapy defibrillator (crt-d) had recorded signal artifact monitoring feature termination algorithm, which coincided with historic ra lead showing high, out-of-range pacing impedances. The respiratory rate trend was turned off afterwards. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture and out-of-range impedances. A new lead was implanted. Patient had a superior vena cava (svc) tear during the lead extraction procedure and underwent an emergency sternotomy procedure. No additional adverse patient effects were reported.